Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was expired. Additional information about cause of death was requested and not received.

Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted (B)(6) 2020 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately twenty days post-implant, the implantable pulse generator (ipg) exhibited false low impedance war ning for the right atrial (ra) lead. And the right ventricular (rv) lead exhibited loss of capture, high thresholds and impedance warning. The ipg and rv lead were explanted and replaced with a leadless ipg. No patient complications have been reported as a result of this event.